Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the no delivery alarm was not functioning. Troubleshooting was performed and the insulin pump did not alarm no delivery during the high pressure test.